Manufacturer narrative:
H.6. Investigation summary: a failure was reported on a mgit 960 instrument (p/n 445870, s/n (B)(6)). Customer requested for decontamination. Bd remote assistance communicated with the customer and confirmed that the issue is not related to the instrument and the instrument is running without any issues. This is an unconfirmed failure of a bd product. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system leaking patient sample was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: "customer reports a tech was removing a vial, noticed a crack in the vial and some fluid missing from it."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system leaking patient sample was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: "customer reports a tech was removing a vial, noticed a crack in the vial and some fluid missing from it."